Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 partial peeling to coating of electro element. Per the photos provided by the complainant, the silicone was peeled from the jaws of the device. They removed the defective electro element from the harvesting tunnel. The partial peel coating was still on the electro element. There was no component left inside the harvesting tunnel nor inside the patient. They opened a new device to complete the procedure. There was 10 to 15 minutes of delay to retrieve the new vasoview hemopro 2 from sterile supply room, opened the item, passed it on to the sterile field and connected the new electro element and placed it on the harvesting tunnel. No harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4).

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 01/23/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood and charred materials were observed on the jaws. The clear silicone insulation of the hot jaw was observed to be intact with no visual defects. The insulation of the cold jaw was observed to be peeled from the tip of the jaw while remaining attached, exposing the metal portion of the jaw. An investigation was conducted on 01/24/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred material was observed between the jaws. The c-ring was observed to be intact with no visual defects, however the scope wash tubing was observed to be bent. A mechanical evaluation was conducted. The c-ring slider was able to be used to extend and retract the c-ring into the cannula with no physical difficulties. A microscopic inspection was conducted. The heater wire and clear silicone insulation of the hot jaw were observed to be intact with no visual defects. The insulation of the cold was observed to be peeled from the tip of the jaw while remaining attached, exposing the metal portion of the jaw. Based on the returned condition of the device and evaluation results, the reported failure "peeled; jaw" as well as the analyzed failure "material twisted/bent; scope wash tubing" was confirmed. The lot # 3000350116 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 partial peeling to coating of electro element. Per the photos provided by the complainant, the silicone was peeled from the jaws of the device. No harm to patient.